Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instruments by a depuy warsaw staff metallurgist confirmed the complaint. The fracture of the mating feature post of the broach for use with a broach handle is consistent with fatigue fracture. The repetitive loading of the post of the broach exceeded the fatigue limit of the material resulting in fatigue fracture of the mating feature post. No evidence of material or manufacturing defects was observed. Examination of the returned broach handle confirms the reported complaint. Evidence suggests the handle has impacted from all sides. The appearance of the body of the handle shows significant gouging and scratching along with metal deformation. This kind of condition indicates heavy use and misuse of this instrument. The provided date code a0401 indicates the broach was manufactured in april of 2001 and is over 14 years old. The provided date code of b0508 indicates the broach handle was manufactured in may of 2008 and is over 7 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broach male adapter broke.